Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device in good condition with no physical damage. During the functional testing, the customer reported issue was confirmed. Both pressure chambers pressurized but one had a faulty pressure gauge and the other had a faulty one-way valve. One pressure chamber had the one-way valve replaced and the other had the pressure gauge and large straight fitting replaced to correct the customer reported problem. No repairs were performed on the tower as it had just been repaired.

Event description:
It was reported that there during set up while testing the pressure bag failed to pressurize. There was no back pressure and was not squeezing the fluid from pressure bags. There was no patient involvement and no patient harm/adverse event reported

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.